Manufacturer narrative:
Further information was requested but not received.

Event description:
During a remote follow-up, an episode of undersensing was observed on the device. No intervention has been performed at this time.